Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his left thigh, groin and hip area, inability to fully weight-bear on left leg, inability to ascend or descend stairs, inability to perform normal daily living tasks, inability to walk without a limp, popping or clicking sensation when walking and going to and from a sitting position, metalosis, damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, and severe chromium and cobalt metal toxicity. Due to the complications described above, the pt will undergo revision surgery to have the device removed and replaced with another prosthesis. Doi: (B)(6) 2008 - dor: scheduled (B)(6) 2011. Pt is resident of ca. Update (B)(6) 2011: report received indicating that the pt was revised on (B)(6) 2011 due to painful left hip. Loosening of the cup, osteolysis, and mild inflammatory response was reported.